Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 26.0 cm from the proximal end and the pull wire was retracted from the distal detachment tip (ddt). The pusher assembly was bent in multiple locations along its length. The embolization coil was detached and the proximal constraint sphere was intact on the proximal end of the embolization coil. The embolization coil was detached from the pusher assembly; therefore, functional testing was unable to be performed. Conclusions: evaluation of the returned pod8 revealed a detached embolization coil with a kinked and fractured pusher assembly. These kinks were likely a result of forcefully advancing the pusher assembly against the reported resistance. The non-penumbra microcatheter used in the procedure was not returned for evaluation; therefore, a root cause of the initial resistance could not be determined. Further evaluation revealed the pusher assembly was fractured and the embolization coil was detached. Forceful advancement of the pusher assembly against the reported resistance of further manipulation of the pusher after it became kinked likely resulted in the pusher assembly becoming fractured. If the pusher assembly becomes fractured it will allow the pull wire to retract from the ddt, detaching the embolization coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01893.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod8s. During the procedure, while advancing a pod8 through a non-penumbra microcatheter the physician experienced resistance and the pod8 unintentionally detached within the microcatheter. The physician removed the detached pod8 from the microcatheter and attempted to advance a new pod8. However, while advancing the new pod8 through the microcatheter, it unintentionally detached with more than half of the coil within the splenic artery. Therefore, the physician used a wire to push the detached pod8 in the splenic artery. However, the proximal portion of the pod8 migrated into the right hepatic artery, embolizing both the splenic artery and the hepatic artery. The physician then attempted to remove the detached pod8 using a snare device; however, it was unsuccessful. The physician decided to leave the migrated segment of the pod8 in the right hepatic artery do to fear of causing worse outcome. The patient was placed on an aspirin and plavix medication for six months.